Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while attempting an infusion set and cartridge change for an ilet system using a steel 6 mm contact/detach infusion set, including initial failure to connect tubing to the adapter and an apparent failure to fill the cartridge, which was later found empty; subsequent attempts to change supplies were unsuccessful and the user elected to administer a manual injection after receiving troubleshooting and education. Symptoms included elevated blood glucose with vomiting. Outcomes included recommendation to seek medical attention and later return to target glucose levels. Investigation included review of device logs and guided troubleshooting. Investigation of this case revealed user handling and use errors during the cartridge fill and infusion set connection steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use error leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.